Manufacturer narrative:
Technician found that there was no head up function on the bed. Found: the solenoid valve was bad. Replaced head up solenoid valve to resolve this issue.

Event description:
Account alleged that the head would not go up.